Event description:
It was reported that during a da vinci-assisted gynecological surgical procedure that the site experienced issue with arm 4. The customer could not get arm 4 to recognize the instruments. The customer reseated the instruments and adapters several times and the issue remained. The customer disabled arm 4 and used the remaining three arms to finish the case. The technical support engineer (tse) reviewed the logs and noted several repeated 31010 and 282 errors, pointing to a possible issue with the presence pins or sterile adapter. The procedure was completed with no reports of patient injury. Intuitive surgical inc (isi) followed up with the initial reporter and obtained the following additional information: the system functionality was checked upon powering on the system and it initially powered on without errors. There was no external interference.

Manufacturer narrative:
An intuitive field service engineer (fse) followed up with the site's clinical sales rep (csr) and was advised that power cycling the system resolved the issue and the issue had not returned. No site visit was conducted. The system was working properly, and no additional action was required. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No images or procedure videos were provided for review. System logs were reviewed during the initial troubleshooting with the technical support engineer and repeated 31010 and 282 errors, pointing to a possible issue with presence pins or sterile adapter, were identified. This complaint is being reported because a universal surgical manipulator was disabled after the start of the procedure and the surgeon was able to continue with the procedure robotically using 3 arms. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after the start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.